Event description:
It is reported that the device was implanted in 2005. Approx 1.5 years post-op, the pt heard a "clicking noise" when he got up out of his chair. In 2007, the device was revised due to a fracture at the stem portion of the femoral at the set screw.

Manufacturer narrative:
Femoral component has a lot of bone cement deposition suggesting inadequate bone support for femoral component and possibility of major load transfer through junction of femoral and stem extension causing fracture. Evaluation codes: stem portion of femoral component is fractured through set screw holes. Remaining portion of stem is still attached to stem extension. Device history records indicate manufacture to specification. Scanning electron microscope examination was conducted on stem fracture on side attached to tivanium extension. Due to long length of implant stage movement was restricted and fracture surface couldn't be examined thoroughly. Limited observation indicates fracture occurred by fatigue. No micromechanisms could be detected on femoral side fracture surface due to deformation and rub marks. Energy dispersive spectroscopy analysis of fractured stem part showed co, cr, and mo peaks in the spectrum typical of zimaloy.